Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their implant battery seems to be depleting faster than normal over the past month. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.  See (B)(4) for the report of implant charging issues that was mentioned on the caller.